Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR's report number 1222780-2010-00168. During a novasure endometrial ablation on (B)(6) 2010, the first novasure disposable device was leaking from the "top of the device." A second device completed the procedure successfully. The pt returned approx 24 hours later with "fever and discomfort." The pt was later admitted to the hospital on (B)(6) 2010. Ultrasound and computed tomography (CT) scan were inconclusive. Vaginal cultures were negative. The pt improved with antibiotics and she was discharged home 2 days later. Additionally, the physician reported on (B)(6) 2010 that the pt was seen on follow-up and she is doing fine.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).